Manufacturer narrative:
MFR report date: 03/18/2015. (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported that at the end of a 4 hour methotrexate infusion leaking was noted at the upper fitment and tubing engagement. No pt harm or med intervention occurred. No further pt/event info was reported.